Manufacturer narrative:
The actual electrodes from the event were not returned as part of this investigation. Instead, electrodes from retained samples of the same lot number 4218 were evaluated. The retained sample was subjected to adhesion test, pin to pin continuity testing, and shock testing. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin while the clinician was performing chest compressions. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.